Event description:
In 2002 the end-user called medtronic minimed and stated that patient had two hospitalizations for hi bg in the past two weeks. End-user is very irrate and wants set replaced. On 12/12/2002 maersk medical a/s received the complaint and 2 used base parts.